Manufacturer narrative:
An event for patient effects of heart block was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, a cause of the reported heart block could not be determined. The reported hospitalization, unexpected medical intervention, and surgical intervention were a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vision valve was chosen for a transcatheter aortic valve replacement (tavr) procedure using a large flexnav delivery system. The length of the membranous septum was 4mm. During the tavr procedure, the patient briefly went into heart block after the valvuloplasty with a 21mm non-abbott balloon returning to sinus rhythm a few seconds later. A temporary pacing wire was placed in the right ventricle (rv) and the valve was implanted at a depth of 5mm. After the procedure, a permanent pacemaker was implanted. The patient required one extra hospital stay for monitoring of rhythm. The patient was reported discharged.